Event description:
It was reported that the device alarms 240.4150 when attempting to use it. There was patient involvement, but outcome is unknown. Although requested no further information was provided.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : other occupation, report source other, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: initial reporter occupation, report source. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a channel error during an infusion was confirmed based on the review of the logs; however, this error was not replicated during the investigation. The review of the suspect pump module s/n (B)(6) error log identified an error code 240.4150.0 (sensor broken high failure). The error log indicated that there was one (1) malfunction on (B)(6) 2024 at 2:04 pm. When the pump module showed the channel error, it was not attached to the concomitant pcu s/n (B)(6). Based on the review of the pump module event log retrieved, on (B)(6) 2024 at 3:58 am the pump module was powered on and attached to the pcu s/n s/n (B)(6), an infusion was started on (B)(6) 2024 at 1:26 pm with a rate of 50 ml/hr and a vtbi of 950 ml. At 1:34 pm, was programmed a secondary infusion with a rate of 999 ml/hr and a vtbi of 30 ml. At 2:04 pm, the pump had a malfunction, then was programmed again. At 2:45 pm, the pump was channeled off. The device testing and inspection did not find any issues that may have contributed to the reported channel error. Per the alaris pressure sensor tip sheet, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported channel error was found to be a channel error code 240.4150.0 (sensor broken high failure). The probable cause of the channel error code 240.4150.0 (sensor broken high failure) was not identified; after performing the tests it was not possible to replicate the issue. Note that imdrf annex a1801, c23, d11 and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device alarms 240.4150 when attempting to use it. There was patient involvement, but outcome is unknown. Although requested no further information was provided.